Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing inaccurate cgm readings. She stated that her cgm displayed a low estimated glucose value (exact value not provided). However, upon returning home and performing a fingerstick test, she obtained a blood glucose result of 600 mg/dl. The patient reported experiencing symptoms she believed were consistent with diabetic ketoacidosis (dka). During the call, the patient abruptly ended the conversation. When technical support attempted to contact her again for additional information, she refused to provide further details and intentionally disconnected the call. No additional information was obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.